Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v314282, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the lead was originally placed on the right side, as the right side nerve was more dominant, but during the last change-out, the lead was burned out so they moved it to the left side and to a different nerve bundle.

Event description:
Additional information was received from the patient. They said on their first implant it their nerve were burned and it was not working as well and the doctor discovered this during 2nd system implant. The doctor made the decision to implant the new lead on a different nerve bundle. Patient reported they had multiple diathermy treatments on the opposite side from their implant. Discussed with patient that this may have been the cause of the burned nerve as diathermy is contraindicated. Patient also indicated that one time with their first implant they went through a security scanner at a store and it turned their implant up full "shock". Since that time patient bypasses security screening devices. Additional information was received to clarify diathermy and the nerve being burned out. They clarified that the patient brought up that they ¿somehow had missed¿ that diathermy was contraindicated. They stated ¿this is the thing, I did it all the time on my first implant¿I had no idea¿. The diathermy was on their left hip and their implant was on their right hip. Asked if they were concerned that the diathermy caused the nerve damage and they did not clearly specify, however we went on to have a discussion that tissue damage is a known risk of diathermy regardless where it is on the body. The way the patient described the problem with burning was this: ¿my first implant, my nerves burned, and we didn¿t know it and my implant wasn¿t working very well and it was time to renew anyway¿. During the implant is when the doctor discovered the nerve was burned and told patient after they woke up that they could not put the new lead on the same nerve and had to ¿put it on the nerve bundle that had to do with the backside¿.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3093-28, lot# v314282, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that : the only information they have is their doctor told them the "nerves were burned or unable to reattach to,â damaged so we had to put the leads on the left side which is the nondominant side and she (hcp) had put it more on the back instead of the front and that second implant did not help at all because it caused more problems than it helped because it was put in the wrong spot but that was all the doctor could do." Pt said, "it's a known problem that the nerves can be damaged from the electric pulsing, you know they warn you of that, that's one of the things they talk about that can happen that was the verbiage she (hcp) used, they were burned, damaged, they were unusable" and that's what pt said, they had answered in the survey from 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.